Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was being implanted with an impella 5.5 device for mechanical circulatory support. The impella 5.5 was prepped in the operating room (or) but was unable to advance past brachiocephalic trunk due to calcified stenosis. The patient continued to decompensate and an impella cp was prepped and urgently implanted instead of the impella 5.5. The impella 5.5 was saved in a sterile environment for possible escalation and the patient was sent to the cardiac catheterization laboratory (ccl) for a possible percutaneous coronary intervention (pci). In the ccl, the patient was found to have triple vessel disease, and the medical team was unable to perform the pci. The patient stabilized with the impella cp but remained in cardiogenic shock and the patient¿s lactate remained elevated. The medical team decided to escalate the patient to the impella 5.5 for increased support and the patient was taken back to the or for impella 5.5 insertion through the axillary artery. The impella 5.5 was successfully placed and support initiated. The patient was taken back to the ICU for recovery and monitoring. The patient was noted to have been trending positively with lactate results down trending, however the patient acutely decompensated with no pulsatility. The patient continued to decompensate with profound hypotension and eventually went into ventricular fibrillation arrest and advanced cardiac life support was initiated as a result. The medical team was not certain of the cause of the acute decompensation, but suspected the cause was due to quickly declining right ventricular failure.

Manufacturer narrative:
Although the patient's presenting condition may be more likely have impacted the event the impella cannot be excluded as a possible contributing factor in the patient's demise. Device status: the impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
B.2 added selections as they were inadvertently omitted from the initial report that was submitted. Life threatening was selected incorrectly on the initial report that was submitted. The investigation was completed. The root cause of the delivery issue was determined to be patient condition as the patient had calcified stenosis preventing successful delivery of the impella. The root cause of the ventricular fibrillation was unable to be determined due to insufficient clinical details. The root cause of the hypotension cannot be determined as insufficient clinical details were provided. The device history review was completed and the device passed all post sterile inspection checks.